Event description:
Pt complained of chest pain during a pacemaker insertion. Physician stated "probable" perforation of pericardium by ventricular wires. This was determined by observation of the wires during insertion fluoroscopy. Epigastric pain persisted after the procedure. Observation/monitoring in intensive care. Pt was readmitted 12/20/96 with pneumothorax. Chest tubes inserted.